Event description:
It was reported that when the patient would lay down next to the remote monitor, they received little "zaps" which made them jump and kick, like they were getting jolted. The patient reported that if they laid in other rooms this did not happen and that their spouse unplugged the monitor the last time and the symptoms stopped. The patient was referred to their heart doctor. The monitor was later returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. Product event summary: analysis could not confirm the reported event. However analysis found that the monitor failed functional check, the power supply was out of electrical specification. Using a known good power supply, the monitor passed functional testing. It was also noted that the monitor failed a functional test due to a serious component burn. (B)(4).